Event description:
An endurant iis was implanted during the endovascular treatment of a 65mm abdominal aortic aneurysm. The proximal neck diameter was noted as 26mm to 28mm and19mm in length. Mild proximal neck thrombus and calcification was reported. Bilateral mild calcification was noted. It was reported during the index procedure, during deployment, the main body stent graft became stuck on a supra renal stent in the patient. Many attempts were made to try and release the stent but this proved unsuccessful. The patient was converted to open repair and the stent graft was explanted.  The cause of the event was not provided.  No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Photo analysis: five (5) photos were provided by the account. Deformation is visible to three (3) of the suprarenal stents with two stents overlapping. Excessive bunching is visible to the graft cover. The taper tip and spindle were cut away during open repair. The graft cover tip was also cut away during repair. The reported deployment difficulties and suprarenal stent entanglement was confirmed through review of the photos provided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: it was reported that the distal aorta was filled by the contra limb which then didn¿t allow the physician to push the device up far enough to recapture the top cap. The angle of the iliac arteries, which were tortuous, made the distal aorta smaller. When the physician attempted to several bailout techniques to get the device recapture, it damaged the proximal fixation and twisted that all up locking the crown of the deployment system within the cage. The physician was not able to pull down because the top cap was hitting the cage. Film evaluation summary: the reported suprarenal stent entanglement was confirmed ; however, the cause of the event could not be determined from the films provided. Lack of pre-implant CT's did not allow for a thorough analysis of the pre-implant anatomy. Procedural angiogram videos showing the deployment stages of the bifurcate stent graft were not available for a detailed assessment of the event and only a single imaging view point (a-p) was observed in the still image provided. It is unclear if the stent entanglement was possibly anatomical or procedural related. Product analysis #(B)(4):photos were received with fu mpxr. Please find relevant photos attached in this task. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: it was reported that the steps of the deployment were followed as per the IFU. The physician cannot provide a cause on how the graft became caught on the suprarenal stent, but mentioned that the distal aorta was tight and the aortic neck was angulated. The patient is doing fine after the open repair. . Film evaluation summary (2): the reported suprarenal stent entanglement could not be assessed on the pre-implant films provided; therefore the cause of the event could not be determined. Procedural angiograms showing the moment of deployment of the suprarenal stents and attempts to recapture the top cap and release the stents were not available. It is possible that patient's anatomy including the angulated aortic neck, narrow distal aorta and tortuous iliac arteries may have been a contributory factor to the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.